Event description:
A (B)(6) male patient reported that his monitor was not powering up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was an md5 failure during reprogramming of the monitor, which is a flash memory failure. The cause of the monitor not powering on was isolated to (components u102 and u105) computer / analog board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.